Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: beds, mattresses, rails. Frame/structure, not able to duplicate issue. No weld broke. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated the weld was broken on the head frame of the bed.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated the weld was broken on the head frame of the bed.